Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and suture was used. During an operation requiring a suture under doctor, a yellowish stain was observed on the stitch (at the connection between the suture and the needle). The stain was clearly visible under the eye microscope. When another pack was opened, the same condition was observed. There were no patient consequences reported. There were no significant delays reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - how many devices demonstrated the alleged deficiency? - please describe the type of 'object' that was observed. What was the object's appearance? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A photo has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: 1. How many devices demonstrated the alleged deficiency? Ans: 2 pieces 2. Please describe the type of 'object' that was observed. What was the object's appearance? Ans: its was a yellowish stain observed on the stich. 3. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Ans: nurse 4. Device follow-up: is the product still available for return? If yes, please drop at the office or courier back the sample using gdex to j&j pinnacle office. Ans: the product is currently at kpj miri. They asked me to collect from them. But I will discuss with the sister to get it shipped to kl instead. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a needle/suture combination inserted into a sponge. A clear analysis could not be performed as the photo becomes distorted when magnified. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.